Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 2.6, 3.4, 3.0, 3.6, 4.6, 1.2, 2.1 and 2.6 inr. The corresponding reported lab results were 1.7, 2.5, 2.2, 2.7, 3.4, 1.8, 1.4 and 1.7 inr.